Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone number: (B)(6). PMA / 510(k)#: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that there was false positive with bd max¿ system, bd max¿ instrument. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "sars cov2 possible contamination".

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number ct2441) had "false positives" while running the sars-cov2 assay. Database analysis by service revealed no indications of any instrument issues. Fse was onsite 9/29 and completed the instrument pm with no issues. Qualification runs passed. This complaint is unconfirmed as the complaint alludes to a contamination issue and the instrument is operating to bd specifications. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Review of device history record for instrument ct2441 is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument ct2441, and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.

Event description:
It was reported that there was false positive with bd max¿ system, bd max¿ instrument. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "sars cov2 possible contamination".